Event description:
Pt was admitted to the hospital in 2006 with a diagnosis of chf, diabetes, renal failure and fractured right tibia/fibula. The fms was inserted ten days later, for diarrhea secondary to the use of lactulose. The following month, between 4-6 pm, the nurse noted both old and fresh blood in the fms tubing. The amount of blood steadily increased, and she reportedly changed 3-4 fms collection bags full of blood. The ICU doctors caring for the pt were notified and ordered a hemoglobin, which was 6.9, decreased from 10.3 that morning. The patient was transfused with 9 units of packed rbcs, 10 units of platelets and 6 units of fresh frozen plasma. A nasogastric tube was inserted and placed to suction. There was no blood noted. The patient was then transported to radiology for an intervention radiology test for bleeding, but the bleeding spontaneously resolved during transport and the test was not completed. Today, the nurse reports no further bleeding, the fms remains in place.